Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165 (B)(4) implanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient was scheduled for a lead revision on (B)(6)2018. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that impedance check normal; after multiple reprogramming attempts, patient is not having any pain relief at all. Post implant x-ray revealed that lead migrated cephalad the space of one electrode; reprogrammed patient today with lower density (recharge interval 7.2 days) to see if pain is relieved, if not, patient is meeting with health care professional (hcp) on aug 8 to discuss options (possible lead revision). The issue has not been resolved at this time. No surgical intervention occurred. Unknown if surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported.